Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite extension set had foreign matter. The following information was received by the initial reporter with the verbatim: debris was found in extension set / connector.

Manufacturer narrative:
Investigation results: no product or photo was returned by the customer. The customer complaint that debris was found in extension set / connector¿ could not be verified due to the product not being returned for failure investigation. A device history record review for model 20039e lot number 23065500 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 03jul2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents.

Event description:
No additional information.

Manufacturer narrative:
The customer reported foreign matter in the set. One sample model 20039e lot 23065500 was returned for investigation. The set was examined for defects and abnormalities. Foreign matter was seen in the smartsite housing. No other defects or abnormalities were observed. The customer complaint was verified. A quality notification was sent to the manufacturer. Additional investigation was performed at namc with the production, quality and tooling group. From the picture of the defect provided by the customer, it appears to be a degraded material. However, it cannot be concluded based on the picture as the product flows through multiple point of contact through the assembly. The sample was lost in transit and an investigation will be initiated again upon receiving the samples at the manufacturing facility. The potential root cause related to this issue can be related to the multiple reasons based on the contact of the material until the finished assembly. However, namc has established a control through cleaning routines and quality awareness training to trigger the initiation on barrel or screw cleaning at the time there is any degradation of the material identified. A device history record review for model 20039e lot number 23065500 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 03jul2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10 below.